Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing could not be performed as the lot expired on 18-feb-2023, prior to the opening of the incident. No deficiency has been identified for ctni cartridge lot a22201a.

Event description:
Na.

Manufacturer narrative:
Apoc incident # 917216. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges and analyzer that yielded a false negative discrepant result of 0.02 ng/ml on a 91 year old female patient presented with stemi. There was no additional patient information at the time of this report. Method sample date time result tests I-stat wb (B)(6) 2023 07:24 0.02 ng/ml ctni, gen 5 roche wb (B)(6) 2023 ni 35 ng/l ctnt. Facility cut-off for positive: I-stat 0.08 ng/ml. Roche 19 ng/l. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The event occurred on 10-jan-2023 and the complaint received through active monitoring on (B)(6) 2023. The complaint alleges that the I-stat yielded 0.02 (negative) on a patient who was presented with stemi. There was no repeat or comparative test performed. No final diagnosis, no patient information, or details surrounding the event. The customer is comparing across platforms in this case which is not recommended. The customer is comparing the I-stat troponin I against troponin t and the results of different troponin assays are not generally comparable: ctni and ctnt are distinct molecules and results are not interchangeable, nor comparable. In addition, significant variation in absolute troponin values may be observed for a given patient specimen with different analytic methods.  There were multiple requests for information but to no avail.the investigation is underway. On (B)(6) 2023 the customer responded and stated the the patient had passed away. The patient was admitted on (B)(6) 2023 and discharged on (B)(6) 2023 at 20:23 hrs. The final diagnosis was: stemi, cardiogenic shock, acute hypoxemic respiratory failure, v-fib cardiac arrest, dm2. There is no reason to suspect the I-stat result caused or contributed to the event. Per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).